Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the transmitter was out of range for an unspecified amount of time. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was not returned for evaluation. A sensor (lot number 5201514) was returned for evaluation. A visual inspection was performed and no defects were found. A complete investigation was unable to be performed due to the product returned not being related to the customer complaint of the transmitter being out of range for an unspecified amount of time. The customer complaint was not confirmed. A root cause could not be determined.